Event description:
It was reported the patient no longer had stimulation and was unable to communicate with the ipg using the external devices. A longevity calculation was performed which showed the ipg had premature battery depletion. The patient used the system 24 hours a day, 7 days a week. It was reported surgical intervention was to be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.